Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the display was cracked. However the customer did not accept the price of the repair, so the device was returned un-repaired. (B)(4).

Event description:
It was reported that the display was cracked. The epg was returned to the manufacturer for servicing. There was no patient involvement.